Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v713674, implanted: (B)(6) 2011, product type lead; product ID 355018, lot# w59967, implanted: (B)(6) 2011, product type accessory; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient's stimulation had been turning off by itself for the past two weeks. When stimulation was on, the patient could feel the stimulation in their toe. In addition, the patient had a loss of therapeutic effect. It was stated the patient was going to the bathroom 'every hour, day and night.' There was no known accident or incident related to this complaint. However, the patient stated they 'blacked out' and fell to the ground about 3.5 weeks ago. The patient was also hit by a vehicle in (B)(6). It was further suggested the neighbor's microwave could have been turning the device off. Additional information has been requested, a follow up report will be sent if additional information is received.